Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported the equipment is out of calibration, but cuts are not uniform, graft width is not correct. Add'l info was received on (B)(4) 2014. The issue was reported as 'bleeding, pt due to cuts, no uniforms during surgery that was indicated for 'a graft infection'. The donor site was the pt's lower back. An 'other graft was necessary because the graft was with holes'. Surgery was delayed 45 minutes, due to this issue.